Event description:
.

Manufacturer narrative:
Failure relates to a motor drive assembly which includes a brake to stop movement of the device when power is removed. Power is only applied during movement of the device. The motor drive was removed by field service personnel and replaced. Field service was able to replicate the failure prior to exchange of the part. It appeared that the device brake had not failed completely as the c-arm moved much more slowly than it would if the brake were completely disengaged; however, no movement should have occurred under the observed conditions. The failure could not be replicated after part replacement. The defective part was then shipped to the MFR (swissray) for eval. No defect was noted upon inspection and partial disassembly at the MFR. Component was then shipped to the original MFR (relex) for additional test and eval. Component was found to comply with specifications. Defects noted were the result of prior disassembly / inspection by the MFR and field service personnel. Swissray is continuing to eval the failure to rule-out the possibly of defect in design or mfg. Additional systems in clinical use have been sampled to determine if the defect can be replicated or if the failure is related to maintenance, unexpected wear-out of parts, etc.; however, no new facts bearing on the stimulation have been discovered. At the present time it appears that the failure is related to an unk anomaly with a single part and system. It is possible that the anomaly was a latent defect in maintenance, or possibly manufacture, which was masked by the part removal and repair of the x-ray system. However, the MFR is not prepared to draw such conclusions at this time. We are continuing eval and will submit a final report within 30 - 60 days. No other failure of this type have occurred with this device. The system is no longer manufactured.